Manufacturer narrative:
Product ID 8596sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient needed to have a cat scan due to an ¿unverified¿ granuloma or catheter kink. The prior week, the patient had to call 911 because, he felt like ¿all of a sudden was getting too much medicine¿; like he had been run over with way too much medicine, the exact same sensations and then it went away and has not happened since. It was noted that when the current pump was implanted the catheter was never changed out. It was also noted that at the time of implant ¿they had to clean out a lot of scar tissue in the pocket¿. Per the reporter, the patient does 'grow scar tissue'. Since the implant the patient wasn¿t getting the medication consistently, like it had a kink in it. The device system was used to deliver dilaudid.